Manufacturer narrative:
Customer reported that there was primary audible alarm bgnd. Tamper seas were both intact, top and bottom cases are in excellent condition with no visible contamination. Backup audible alarm post found in ehl. Performed self test, infusion/occlusion .unable to determine the problem, no problem found. No action / repair done, replaced main pc board. Performed power up and self test process.

Event description:
It was reported that the consistent audible alarm failures had primary audible alarm bgnd and backup audible alarm post. No patient injury was reported.